Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having trouble with their device. It was noted that it was not controlling the patent¿s back pain. It was noted that the pain was overwhelming and the pain was so severe that they could not even walk. It was noted that this had been going on for about a week. It was noted that ¿they¿ told the patient that they could not see their doctor. It was noted that the patient had not seen the doctor since (B)(6) and had been trying to get in touch with them to check her device. It was noted that the therapy was not working as expected. Additional information received reported that the manufacturing representative met with the patient and reprogrammed her.